Event description:
A journal article reported a case in which a single-piece acrylic intraocular lens (iol) was explanted because of complications related to the presence of dense glistenings in the bulk of the iol optic. The patient complained about blurry or hazy vision, glare, and difficulty reading and driving. The patient was diagnosed with age related macular degeneration as well as peripheral posterior capsule opacification. Symptoms resolved following a lens exchange. This file is for the left eye. Additional information is not expected.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the journal article did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information is not expected. Van der mooren, m. (2015). Explanted multifocal intraocular lenses. Journal of cataract and refractive surgery, 41, 873-877. (B)(4).

Manufacturer narrative:
Corrected information provided. Article attached. The manufacturer internal reference number is: (B)(4).